Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photographs submitted for evaluation. Bd received two photographs which displayed the unit with potential damage however it can not be determined due to the lighting in the photos. Unfortunately, the photos provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported when using the bd q-syte closed luer access device, the device experienced a damaged (broken) product. The following information was provided by the initial reporter. The customer stated: the q-syte separator rubber plug was found broken when the package was opened.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd q-syte closed luer access device, the device experienced a damaged (broken) product. The following information was provided by the initial reporter. The customer stated: the q-syte separator rubber plug was found broken when the package was opened.